Manufacturer narrative:
Evaluated one opened/used enlite-serter. Performed insertion test using a new lab enlite-sensor and rubber skin per IFU; the enlite-serter passed per specification and connected/released properly

Event description:
Customer reported she tried inserting a new sensor but the needle hub is stuck in the serter. Customer's blood glucose is 30 mg/dl. She treated with food. The needle hub is stuck in the serter and customer cannot get it out. Customer is returning the serter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.